Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es results (patient 1= 0.239 vs. An expected result = 0.013 ng/ml; patient 2= 0.163 vs. An expected result < 0.012 ng/ml) from two different patient samples processed on the vitros 5600 system. The affected results from both patients 1 and 2 were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the affected result for patient 1. The customer retested both the affected samples. A corrected report was issued for patient 1. No treatment was given, changed or withheld for patient 2. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples while using the vitros 5600 system. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument or reagent related issue contributed to the event.